Manufacturer narrative:
Vyaire medical field service went onsite unit has 80920 hours with software version of 4.6b. Event log showed no error on the day circuit disconnect alarm. High fio2 (fraction of inspired oxygen) alarm noted. The oxygen sensor cable was damaged. As a resolution, damaged cable need to be replaced. The ventilator was tested at various volume and pressure settings no errors noted. Oxygen sensor cable need to be replaced before placing the unit back in service. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator alarmed circuit disconnect while on a patient. The patient was transferred to another ventilator. The customer confirmed that there is no patient harm associated with this reported event.